Manufacturer narrative:
Product analysis # (B)(4):the setscrew was backed out too far. During analysis, we were able to tighten setscrew down onto lead without issue. The complaint could not be duplicated during analysis.

Event description:
No new information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported when the healthcare professional (hcp) tried to use the implantable neurostimulator (ins) the set screw would not tighten adequately to hold the lead. The hcp could pull on the proximal end of the lead out of the header after the set screw had been tighten with the torque wrench. It was noted the hcp tried multiple times to tighten the setscrew in the ins with no success. A new ins was used an the set screw of the new ins tighten adequately. The issue was resolved at the time of the report. Additional information from the rep reported the cause of the set screw not tighten adequately was mechanical, the rep noted the set screw would not hold the lead from migrating out of the ins header. The rep also noted the event occurred on (B)(6). The patient is implanted for decal incontinence and gastrointestinal/pelvic floor. Information omitted about lead migration, replacement as it is covered in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.